Event description:
It was reported that during a cryoablation procedure to treat an atrial fibrillation a polarxfit catheter was selected for use. After successfully ablating the left side veins, the physician moved the catheter to the right side and noise (suspected leak) was heard through the vacuum of the catheter handle. The procedure was completed successfully with the same device. No patient complications were reported. The device has been returned for laboratory analysis.

Manufacturer narrative:
Visual inspection revealed no external abnormalities noted. The device was leak tested and passed both inner and outer balloon positive pressure and vacuum tests. The polarx device was connected to the smartfreeze gold system in attempt to recreate the event observed in the field. Two 120 second ablations were performed with a known-good cryo-cable. The device passed console testing with the outer balloon pressure having nominal values on both ablations. A slight hissing sound consistent with the sound of cryo transferring through the exhaust line/manifold was observed. This is not indicative of a fault and is typical for polarx catheters. Complaint was not confirmed through analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat an atrial fibrillation a polarxfit catheter was selected for use. After successfully ablating the left side veins, the physician moved the catheter to the right side and noise (suspected leak) was heard through the vacuum of the catheter handle. The procedure was completed successfully with the same device. No patient complications were reported. The device is expected to return for laboratory analysis.